Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the volume cyclinder lock nut was loose on the adjustment screw. He also observed that there were no failures, alarms or faults in the event logs. The company representative made the adjustment, re-calibrated and operated the iabp at length. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. A supplemental report will be submitted once the event evaluation is completed. (B)(4).

Event description:
The customer reported that while the iap was in use on a patient, the iabp failed to completely inflate the iab. The patient was switched to another iabp and therapy continued. No patient injury was reported.